Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The manufacturer's field service engineer (fse) was dispatched to the site to evaluate the unit and confirmed the reported problem. The ventilator was not repaired, no parts are available. It has reached end of life and is no longer in use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
Customer contacted technical support (ts) stating that unit will not power on. The customer reported there was no patient involvement.